Event description:
Customer alleged blood glucose results of 62 mg/dl and 474 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having no symptoms. Customer did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.